Event description:
It was reported that 4 bd syringes 10ml ll s/c 200 contained foreign matter in the fluid path. The following information was provided by the initial reporter: " there has been another syringe with a black fleck noticed when drawing up meds. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1251118. Medical device expiration date: 2026-08-31. Device manufacture date: 2021-09-08. Medical device lot #: 1210874. Medical device expiration date: 2026-07-31. Device manufacture date: 2021-07-29. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 4 bd syringes 10ml ll s/c 200 contained foreign matter in the fluid path. The following information was provided by the initial reporter: " there has been another syringe with a black fleck noticed when drawing up meds. "